Event description:
Additional information reported that the patient received assistance from his physician and manufacturing representative and his concerns were resolved. It was noted that the patient inquired about his device shutting off when going through an airport screening area.

Event description:
It was reported that the patient's implantable neurostimulator (ins) turned off after walking through an airport security gate. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Extension, model 748240, serial# (B)(4), implanted: (B)(6) 2002, explanted: na. Lead, model 3389-40, lot # j0211579v, implanted: (B)(6) 2002, explanted: na. Concomitant system: neurostimulator, model 7426, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011. Extension, model 748240, serial# (B)(4), implanted: (B)(6) 2002, explanted: na. Lead, model 3389-40, lot# j0211638v, implanted: (B)(6) 2002, explanted: na. (B)(4).

Manufacturer narrative:
(B)(4).